Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: data files and console part, check valve (cv4) for console (B)(4), were returned and analyzed. Data files show two (02) data files were created the date of the event. The first data file did not show any system notice but showed high baseline flow on ready mode prior to the application. The second data did not show any system notice. Field service analysis and repair identified a stuck cv4. The cv4 was replaced and the console was tested; during testing a low pressure regulator was found to be out of specifications. After replacement of the cv4 and low pressure regulator, the console was performing within parameters and approved for clinical use. Analysis of the cv4 valve ((B)(4)) showed that the check valve was intact with no apparent issues. The console was assembled with the cv4 valve and tested with a test balloon catheter and failed the mechanical performance due to high baseline flow. The cv4 was found to not be properly closing. Further optical investigation revealed that the poppet was stuck open and presence of grease was found on the top surface of the cv4 body, the bottom of the bonnet and on the poppet. The reported issue has been confirmed through testing and through data analysis. The internal kit from the lpr failed the visual inspection in the field due to a defective seat and debris. The check valve (B)(4) failed the inspection due to presence of lubricant. For the console (B)(4), the replacement of the check valve (cv4) and the internal kit of the lpr resolved the issue. (B)(4).

Event description:
It was reported that during a cryoablation procedure, there was an issue with the baseline flow icon when entering the therapy screen. The coaxial umbilical was changed and the cryoconsole unit was rebooted without resolve. It was verified that there was no debris or damage to the console's coaxial port. The healthcare professional then attempted to replace the balloon catheter without resolve. The cryoconsole unit did not initiate the integrity test, therefore, no inflations or freezes were able to take place. The case was aborted. After multiple follow up attempts, there are no clear indications whether or not the patient was under general anesthesia; due to this being a pediatric patient the sales rep indicated it was possible that the patient was under general anesthesia. Field service has been scheduled. Upon manufacturer's analysis, the console part tested out of specification. No patient complications have been reported as a result of this event.